Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 220 mg/dl. Troubleshooting for blank display was performed. Customer stated that the battery cap is cracked and damaged. Customer was advised that a replacement battery cap would be sent out. Customer was advised to revert to a backup plan until the replacement battery cap arrives.